Event description:
It was reported to sabratek that a pt was injured while being administered dilaudid. According to the reporting source, the pt's husband indicated that the pump gave boluses by itself. The pump was in the pca profile. The reporting source indicated that paramedics were called in to treat the pt. No other info was made available to sabratek.